Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient has been treated for pseudomonas since (B)(6) 2016. The patient completed a 6 week course of cefepime and has been closely monitored. On (B)(6) 2017, the patient presented with recurring abdominal pain. The patient was afebrile; however, the white blood cell count was elevated. The abdominal CT scan was positive for pseudomonas driveline infection up to the rectus muscle. A pump exchange is planned, and the patient will remain in the hospital until surgery. Additional information regarding the event and the potential pump exchange was requested; however, no additional information was provided.

Manufacturer narrative:
The patient remains ongoing on lvad support and no further related events have been reported. A correlation between the device and the reported pseudomonas infection of the driveline could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.